Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that during a follow-up interrogation, the right ventricular (rv) lead was noted to have incurred a safety switch due to out of range pacing impedance measurements from over nine months earlier. The physician suspected the measurements were out of range due to electromagnetic interference (emi) as the system is an abdominal implant. The physician reprogrammed the rv lead to bipolar and the impedance and threshold measurements were stable in multiple different postures. The amplitude was low, so a fixed sensitivity was programmed. The device and lead remain in service.